Event description:
Caller reported an alarm 2 followed by alarm 26. There was no reported impact to the customer's blood glucose level as the impact remains unknown; the caller declined to provide information. The customer resolved the issue by changing the soft cannula infusion set and cartridge and then resuming insulin delivery. Frequent occlusion issues were experienced, and the customer was advised to contact support when facing these problems. The customer acknowledged the advice.